Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge to resolve the issue and continued to use the pump for insulin therapy.